Event description:
I had mentor silicone breast implants placed in 2005, a time in which they were taken off the market to study the effects they may pose on the immune system. During this time they were approved for use for breast reconstruction from cancer and to correct a deformity. Neither of which applied to me. Silicone breast implants should not have been offered to me, much less implanted. I was not warned about the risk, not told I was part of a clinical trial and was never contacted by my surgeon or mentor for feedback on the clinical trial. After 6 years I began to get very sick. It started with mixed connective tissue disease and progressed to rheumatoid arthritis and positive lupus markers. I went from being a young healthy mother, to being bedridden and unable to work. I lost my career, time with my family, self esteem, self worth and everything I had worked so hard for. I was so sick and in so much pain, it was unbearable at times. I have tried almost all ra medications, some worked for a short period of time, none worked long term. On (B)(6) 2020 I had my implants removed, hoping it would make a difference in the taxation on my immune system. Upon explant it was discovered one had ruptured and was leaking silicone into my body. From the day I removed my implant I began to see positive changes in my health and am happy to say that today, four months after removing my implants, that my ra is in remission. The remission is supported by recent blood tests which show no inflammation and an improvement in all other signs of the disease. My lupus panel had also come back negative. FDA safety report ID #: (B)(4).